Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not pass operational testing. There was no reported patient involvement. The failures were identified during testing which is performed outside of patient use.